Event description:
It was reported that "the surgeon, without using excessive force, was having difficulty tightening the first screw. The screw hole was pre-drilled and a 3.3x40mm drill bit was used. He attempted to remove it and replace it, but his pa noticed that it wasn't seating correctly and was turning freely. The screw then broke while trying to remove it a second time. The remainder of screw being returned was left in the pt. The surgeon was successfully able to implant an add'l 30, 35, 40 mm screw".

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Add'l info has been requested, and if received, will be provided on a supplemental report.